Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Upon further investigation, it was determined that the endoleak was a type ii endoleak. There is no reported allegation of deficiency against the other devices ((B)(4)).

Event description:
On (B)(6) 2016, the follow up ultrasound showed a type ii endoleak and an aneurysm enlargement. On (B)(6) 2017, the patient underwent the embolization procedure and the endoleak was potentially resolved. The patient tolerated the procedure. The physician is monitoring the patient.

Manufacturer narrative:
The review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Also were implanted: (B)(4)/9111995 and (B)(4)/9039367. (B)(4). Further information was requested.

Event description:
On (B)(6) 2011, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 55.6mm. On (B)(6) 2015, the follow up ultrasound determined that the maximum diameter of the aortic aneurysm/lesion was 58mm. On (B)(6) 2016, the follow up ultrasound showed an endoleak and aneurysm enlargement. On (B)(6) 2016, the follow up ultrasound determined that the maximum diameter of the aortic aneurysm/lesion was 64mm. The physician is monitoring the patient and on (B)(6) 2017 is planning to do the embolization procedure. Further information was requested.